Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain, discomfort and the inability to perform daily activities. Doi: (B)(6) 2008 (right hip); dor: no date as of yet. Resident of (B)(6). Update (B)(4) 2012- plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2014 - der rcvd - added sleeve product information, dor, surgeon / hospital details and patient demographics.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.